Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 23mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 24 mm taxus element stent with 0% residual stenosis. A non-target lesion in the mid lad was treated with a 3.0 x 16 mm promus stent. Following the index procedure, the patient had elevated troponin values and a myocardial infarction was reported (peak troponin= 0.43 ng/ml, uln= 0.04 ng/ml). The patient did not experience ischemic symptoms and no action was taken to treat this event. The patient was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Patient date of birth (B)(6) 1935. Device evaluated by manufacturer: the device has not been returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).